Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the system from booting, which would result in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.